Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hematuria and suspected gastrointestinal (gi) bleeding could not be determined through this evaluation. Following this event, the patient remained ongoing on mlp-022127 until he ultimately expired on (B)(6) 2020 (reported under MFR # 2916596-2020-05264). The device was not explanted and is not available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Mlp-022127 was shipped on 14jul2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that recent suprathetapeutic international normalized ratio (inr), hematuria, and suspected gastrointestinal bleeding (gib). The patient was admitted on (B)(6) 2020 for gib evaluation which was not felt to be urgent and the patient was discharged on (B)(6) 2020 with lovenox bridge.